Event description:
The patient contacted animas on (B)(6) 2012 reporting that their health care professional (hcp) requested the pump to be replaced as the hcp believed that the pump should have been alarming for an occlusion. The pump history was reviewed and there were no occlusion alarms in the history. The patient indicated that blood glucose levels were elevated intermittently for over a month but was unable to provide blood glucose values or ranges. This report is made based on the allegation that the pump was not alarming appropriately for an occlusion.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the reported event date is overwritten in the black box due to continued pump use. A review of the alarm history shows one occlusion alarm on (B)(6) 2012. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powers on normally and ezprime steps were successfully performed. The pump was exercised for 24 hours with no alarms occurring during testing. An occlusion was induced during investigation and the pump emitted the appropriate audio-visual alerts. The pump was open for further investigation, and there was no damage found to the force sensor or power circuits. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.